Event description:
Customer reported receiving a motor error alarm on the insulin pump during bolus delivery. Customer stated that they were unable to rewind or put a new reservoir in. Customer's blood glucose reading at the time of the call was 220 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube window thru reservoir tube and cracked battery tube threads.